Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the suspected device. The fsr replaced the exhalation flow sensor o-rings in order to resolve the reported issue. The device was tested and now meets manufacturer specifications.

Event description:
The customer stated while using the avea ventilator, it was autocycling. The customer stated there was no patient associated with this event.